Event description:
It was reported that the device allegedly infused fentanyl faster than intended. There was patient involvement but no harm. Multiple requests have been made but no additional information was provided by the customer.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, remedial action required, remedial action # annex a: a040502, a020601, a0401, a0404 annex g: g02017, g04037, g0301201, g0204002, g0405206 annex b: b01, b14 annex c: c0601, c07, c070606, c17 annex d: d01, d02, d07, d15 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device allegedly infused fentanyl faster than intended. There was patient involvement but no harm. Multiple requests have been made but no additional information was provided by the customer.